Event description:
Healthcare professional reported a unknown side rupture. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d.4, g.1, h.4, h.6.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a deformation, a crease flat, red particles and weight was to the spec. No observed openings in the device. Cloudy and voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings observed in the device. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was/is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a unknown side rupture. Device has been explanted.